Manufacturer narrative:
The recipient reportedly underwent revision surgery the recipient's implant site is healing well.

Event description:
The recipient reportedly experienced headpiece retention issues and intermittent lock due to a thick skin flap. External equipment was exchanged, additional magnets were added to the external equipment, and programming adjustments were made, however, this did not resolve the issue. Skin flap surgery and magnet revision has been scheduled.

Manufacturer narrative:
The recipient reportedly experienced a skin infection at the implant site. The recipient was reportedly treated (type unknown). The recipient's headaches have resolved. The recipient is reportedly doing well with the device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly under went skin flap reduction surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment were not provided. The recipient's infection has reportedly resolved. The recipient's device remains implanted. This is the final report.